Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a shock, which was followed by daily beeping tones. Upon interrogation, an error message was displayed indicating there was a short circuit and the battery depleted. The decision was made to explant and replace this ICD and associated rv lead. During explant, it was observed the associated rv lead was fractured. The new system was implanted, and testing was completed successfully. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies on the device header or case. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2012. An episode on that day showed anti-tachycardia pacing (atp) was delivered, then a 31 joule shock was attempted, which resulted in a shock impedance measurement of less than 20 ohms. On (B)(6) 2012, several charge time exceeded faults were stored, which caused the device to declare end of life (eol) battery status. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 31 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, high voltage charge attempts caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. The fuse in a defibrillator works in a similar manner to a fuse in a household circuit box; it is a safety switch that breaks (intentionally) if current becomes too strong. If something is not otherwise done to stop electricity from flowing, the high current caused by a lead short circuit will cause significant collateral damage. In the case of defibrillators, the fuse was added to prevent shock-level energy from further damaging internal device circuitry, so that brady pacing (and anti-tachycardia pacing) will still be available even if shock support is lost. The fuse also protects device memory (particularly diagnostic test results), thus device history is preserved for physician and laboratory review.